Event description:
It was reported that a patient experienced mild seizures when the device was being reprogrammed. The seizures have occurred when the stimulation level increases. The device was placed in an off label area which contributes to the event. The patient is able to adjust the stimulation level and turn it off to help stop the symptoms from recurring.